Event description:
Pt in for consultation and history/physical due to implants ruptured and distortion. Surgery in 2004 bilateral removal of implants. Left explant bilumen. Outer lumen rupture (saline) no gel bleed. Saline left was brown in color. Left capsule thickened and discolored (brownish/black). No signs of infection per m.d. Right explant outer lumen rupture with brownish fluid. Inner lumen gel bleed. Right capsule thickened. Some calcifications and fluid. No siliconomas present. Bil. Mastopexy performed.